Event description:
The complaint is reported as: complaint alleges that the et tube adapter popped off the et tube during an intubation. The condition of the pt is listed as fine.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The sample was not returned for evaluation, therefore, the complaint could not be confirmed.